Event description:
It was reported that air was seeping through the line of an em2400 valve set. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between november 08, 2021 to november 09, 2021. The actual device was not available; however, unopened companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed a port 2 leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.